Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking in the stent, removal difficulties were encountered and a dissection occurred. The physician had predilated the moderately calcified lesion in the mildy tortuous lad with a sprinter balloon. The taxus express2 8.8% 2.50 x 20 mm drug eluting stent was fully deployed at 16 atms. The physician fully deflated the balloon and waited before attempting to remove the balloon from the stent. He was unable to withdraw the delivery device balloon from the taxus drug eluting stent. The physician used unknown maneuvers for about 20 minutes until the balloon was able to be removed from the stent. It was then noted that the lad was dissected distally; a retrograde dissection had also occurred and the circumflex was occluded. The physician deployed three taxus express2 drug eluting stents (2.75 x 32 mm, 2.5 x 24 mm and 2.5 x 20 mm) in an attempt to treat the dissection in the distal lad. Due to the retrograde dissection and the occlusion of the circumflex artery the pt was sent for coronary artery bypass surgery. The pt did well in surgery. Their current status is unknown.